Event description:
Additional information was received, it was reported the cause of the patient feeling zapping and high impedance was the patient had stimulation too high. The representative lowered the intensity and set the patient's inceptive programming. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reiterated that patient was unable to increase stim. Caller stated that with dtm, patient can tell a difference when it's on/off. Caller ran impedances and everything was good but during the call, caller ran check connectivity again which showed red xs on 5, 6 and 7. Caller ran electrode impedances again and saw that everything with contact 5 was over 40k but all other impedances were around or less than 1000 ohms. Technical services reviewed to avoid programming on contact 5 and that should resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: patient unable to adjust stimulation code was missed in last regulatory report. This was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they met with a medtronic representative, on monday for programming so that if they coughed or something, the stimulation wouldn't buzz them like they had experienced during the trial. Patient said that night at home, they knocked their phone off the arm of the chair so they leaned over to get it and got 'zapped,' and they had a couple other instances like that, so they turned the stimulation down a couple tenths. Patient fully charged everything this morning and was going to turn the stimulation back up, but their therapy application showed 'therapy increase not available' message. The issue was not resolved. Agent reviewed information and meaning of message. The patient was redirected to their healthcare provider to further address the issue. Patient said they just spoke with their rep prior to being redirected to call pats. Agent explained only reps can reprogram to resolve the issue and cannot be done over the phone. The rep indicated that he did not understand why the patient was seeing the therapy increase not available message right after programming, the patient was using low amplitudes. The caller had programmed the patient on (B)(6) 2025 and they were reviewing the report. They had not conducted an impedance test during that appointment so could not verify any impedance information. The caller indicated that the patient was using dtm settings. Tss reviewed information about troubleshooting. The caller will follow-up with the patient.